Event description:
It was reported upon a device checkup, lower out of range high voltage and pacing lead impedance were both observed. The lead was capped and replaced. The patient condition is well.